Manufacturer narrative:
(B)(4).

Event description:
The customer reported that post-centrifugation, the plasma unit appeared red-tinged, and they alleged hemolysis. The customer stated that the unit filtered without any problems. There was not a transfusion recipient or patient connected at the time of product centrifugation, therefore, patient information is not reasonably known at the time of the event. The disposable set is not available for return because the customer discarded it. This report is being filed due to alleged hemolysis.

Manufacturer narrative:
Investigation:hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted for this lot. The number of similar reports regarding the incident concerned has increased in the lots manufactured after the new specification (i.e. The lower limit of the "average cationization level",greater than or equal to 0.570) was established. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following: characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging. Corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.